Event description:
It was reported that there was multiple system issues resulting in a complete loss of functionality and requiring the system to be removed from service. There is no report of pt injury or death.

Manufacturer narrative:
No ge service was performed. The customer cancelled the call. A wire harness was found to be the cause of the problem. No conclusion can be drawn as repair info is not available.